Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. The complaint sample is not available, therefore a search in the system was performed, to verify the product availability; unfortunately the entire lot has been sold and distributed. Since the sample was not available for investigation, no analysis was performed and the complaint is deemed "not confirmed". Review of the medical records provided show the patient had a fungal peritonitis. There was no allegation against fresenius products. The fungal peritonitis is unlikely caused by fresenius peritoneal dialysis products and likely due to technique failure.

Event description:
A peritoneal dialysis (pd) patient's nurse reported the patient was diagnosed with fungal peritonitis. The patient was hospitalized from (B)(6) 2016 for the peritonitis. The patient's pd catheter was removed and the patient was transferred to hemodialysis treatment.